Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387-40, implanted: unknown ((B)(6) 2006 and a re-implant of one side on (B)(6) 2008), product type: lead; product ID: 748251, implanted: unknown ((B)(6) 2006 and a re-implant of one side on (B)(6) 2008), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Other applicable components are: product ID: 3387-40, lot# unknown (either: b0744243k, v003964, or v003450) product type: lead; product ID: 748251, serial# unknown (either: (B)(4)) product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had low impedance for all bipolar electrode combinations on their right side. No known environmental/external/patient factors led to the event, and no diagnostics or troubleshooting were performed. Surgical intervention occurred to replace the depleted ins battery. Contacts were cleaned and the ins was replaced, however this did not resolve the short circuits for all bipolar electrodes. The issue was not resolved at the time of the report. The cause had not been determined. No patient symptoms or further complications were reported as a result of this event. Refer to manufacturer report #3004209178-2019-10193 for details pertaining to the related reportable event.